Event description:
It was reported that there was high impedance greater than 2500 ohms along with fluctuating impedance in the office. The technical consultant suspected a lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (6) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High ventricular impedance/resist. The lv pace impedance measurement was in the 400 - 500 ohm range until the last two weeks of the record ending (B) (6) 2010. The max value for the week ending (B) (6) 2010 was 1584 ohms and the last max value was infinite.